Event description:
The patient was revised to address instability in flexion and extension and poly wear. Intra-operatively it was found that the tibial baseplate was loose at the cement/bone interface. Depuy cement was used.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code combination required to search the complaint database was not supplied. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.